Event description:
It was reported that "dr was turning the locking screw when one side broke off without any unusual tension. The surgical tech disassembled and replaced with a new cage. The surgery was a success overall without any complications. The extension could not be removed and for the sake of or time it was left attached."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.